Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pt expired due to unk reasons. The date of death and implant duration are unk. It is unk if the pt's death was device related. Info learned from implant pt registry. No further info was received.